Event description:
The physician attempted arteriotomy closure following an interventional procedure with a perclose a-t (closer ak) device. The arteriotomy was confirmed to be in the common femoral artery by fluoroscopy. The device was inserted at a 45-degree angle without difficulty and mark was achieved. The foot of the device was deployed with the lever of the device being placed in the "up position" flush with the device body. The device was positioned up against the artery wall. The needles were deployed and the plunger was removed for suture retrieval. When the physician returned the lever to its original position to park the foot, he "felt that the foot had not parked". This was confirmed with fluoroscopy. He withdrew the device out of the artery in the deployed position. Hemostasis had not been achieved. The physician felt "the patient's artery may have torn upon device removal". The physician used manual pressure along with angioseal in an attempt to achieve hemostasis. After an unspecified amount of time, hemostasis had not been achieved. A medtronic close-sure pad was placed on the arteriotomy site and manual pressure was held. Hemostasis was achieved after an unspecified amount of time. Th blood loss could not be quantified by the reporter and was reported as "some, but not a significant amount". It was reported that no additional blood tests were done and no transfusions were given. There was no report of adverse patient sequelae. Although requested, no additionl information has been provided.